Manufacturer narrative:
Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered three rents measuring approximately 0.6 cm and 1 cm; two located on the anterior aspect and one at the posterior. Microscopic examination of the edges of one of the rents revealed parallel striations. Also was noticed several creases around the product. No other anomalies were discovered. Since the second device received is a concomitant product, no further analysis is required. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. A manufacturing record evaluation (mre) of lot number 5894652 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/30/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 4/2/2019, mentor became aware that the patient experienced no accompanying symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 325cc mentor smooth round moderate plus profile saline catalog: 3502325, lot: 5903428. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019.